Event description:
Implant loss due to extraction. Patient had continued sinus problems. Was told by ent to have implant removed. Implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, sinus perforation.

Event description:
Implant loss due to extraction. Patient had continued sinus problems. Was told by ent to have implant removed. Implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, sinus perforation.